Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), blood was seen in the tubing. The iab was replaced to start therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - the second affiliated hospital (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks on opposite sides were detected on the rear seal of the membrane. The reported problem was most likely triggered by the leak found on the rear seal of membrane. The evaluation confirms the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.